Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, failure to sense, helix mechanism issue, and lead dislodgement. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood, blood on the inner coil, and over-torque of the inner coil.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture and failure to sense. Fluoroscopy revealed that the lead had perforated the cardiac tissue. Repositioning was attempted but the helix of the lead failed to extend. The lead was instead explanted. The patient was stable post procedure.

Event description:
Additional information received noted dislodgement.